Manufacturer narrative:
Concomitant medical products: 4517 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, upon the initial fluoroscopy, the helix of the right ventricular (rv) lead was noted not to be completely retracted. The physician was unable to extend or retract the helix. The lead was removed from the body and the helix was slightly extended. The physician was able to retract the helix outside of the body, but opted for a different lead. It was noted access to the vein was difficult and tortuous. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.